Event description:
The customer reported a constant air bubble alarm, an fk engineer has visited and confirmed an air detector error. The air detectors were replaced and no further issues. Reporting due to a defective air sensor as a conservative measure. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record of the device was reviewed but nothing linked to the reported event was observed. The data log of the device was provided, however the files are not readable, therefore no review could be performed. The reported device was not sent back to brézins for investigation as repairs were carried out locally. The customer reported a constant air bubble alarm, an fk engineer has visited and confirmed an air detector error. The air detector was replaced and no further issues. The pump performed the quality control. After several attempts, the market unit (mu) confirmed that the replaced spare part had been sent, but the part in question was not received. Due to the lack of complementary information, the reported event is likely due to a defective air detector, however the root cause remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.